Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. Reportedly, the customer had navigated to the bolus request screen without exiting. The customer's blood glucose level was in the "mid 200's" however an exact value was not provided. The customer administered a bolus via insulin pen. Tandem technical support educated the customer regarding the alert and the customer acknowledged.